Event description:
Complainant alleged that during in service training by zoll sales rep, the device displayed message codes "status 81" and "status 82." The complainant indicated that there was no pt involvement in the reported failure.